Event description:
On 1/9/95, a pt at this facility was found dead in his bed. It was initially suspected he expired as a result of an unsafe bed because of two recent incidents. In one incident the pt was found lodged in the gutter between the side of the enclosure and the mattress. Prior to his death, the pt was found again, lying on his side in a fetal position with his upper torso below the level of the mattress and his head through the port entry of the bed enclosure. The pt was in a rented bed. It is not an FDA approved product but it is registered with your agency as an adaptive aid. It is essentially a self weighing enclosed vinyl net placed over the frame of an appropriate bed. The mattress then rests on top of the bed enclosure which in turn rests on the frame of the bed. Upon inspection, it was observed the bed enclosure was larger than the mattress on all sides and there were gaps created by the smaller mattress ranging from six inches to approx ten inches. It was determined the mattress was not an appropriate mattress and therefore should not have been on the bed. The suspicion of the cause of death of the pt resulted in an autopsy by the county coroner. Their findings indicated the pt did not die from asphyxiation but of a natural death. This incident was reported to the MFR of the bed prior to receipt of the coroner's report.